Event description:
On (B)(6) 2012, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, imaging showed a proximal tape I endoleak, reportedly due to proximal neck angulation (amount unk) and inadequate neck length (approx 1 cm) below the renal arteries. It was reported it is unk if aneurysm enlargement occurred as a result of the endoleak. On (B)(6) 2013 an aortic extender component was implanted to treat the proximal type I endoleak. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.